Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Only the connector portion of the capped lead was returned. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number :2938836-2019-03930. It was reported that the during follow-up in clinic, high capture threshold was observed on rv and ra leads. Rv lead was capped and ra lead was explanted on (B)(6) 2019 and both leads were replaced. Patient¿s condition was stable during and post-procedure.